Manufacturer narrative:
The field service specialist (fss) visited customer site to inspect the system. Fss replaced signature power supply, tray arm catch, monitor pivot and 3v coin battery. Fss also performed the annual preventative maintenance (pm), which filters and o-rings were replaced on the unit as part of the pm. Fss completed the field service checklist, which the unit passed all functional tests and it was found to meet amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the black screen occurred when the customer attempted to power on the whitestar signature system for cases of that day. Customer also reported that the pivot for the monitor was loose and the mayo tray catch was broken. It was confirmed that the issue did not occur in the middle of any cases and that there was no patient injury and no operation delay reported.